Manufacturer narrative:
(B)(4). Batch # n54d5j. The analysis results found that the ats45nk device was received with no apparent damage and with two tr45g cartridges present. The cartridge (b) was partially fired 1/3 which indicates that the device's firing cycle was interrupted. The cartridge (c) was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a right upper lobectomy procedure, the device was pulled to staple the lung's middle lobe to the lower lobe. A green load was utilized and the device misfired - only part of the reload firing was complete. Another green load was pulled and tried in the same device and the same result happened on the second attempt. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).